Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during multiple procedures, the surgeon had to drill additional pilot holes as a result of the pins being difficult to deploy. It is unknown if a delay occurred during the procedures.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that during multiple procedures, the surgeon had to re-drill pilot holes as a result of the pins being difficult to deploy. It is unknown if a delay occurred during the procedures.